Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with short circuit detected error. Cause of short is a defective electronic component on the main pcb. The complaint was confirmed and the root cause has been determined to be a defective electronic component. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time. Reference: (B)(4).

Event description:
It was reported that during shoulder arthroscopy, when the dii controller was turned on, it showed "shortcut detected" message and the device was overheating and warm. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.